Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device set screw would not tighten down on the first attempt. During a second attempt to tighten the set screw, only two clicks were heard, and intermittent capture was observed. In addition, the lead could be easily pulled out of the header. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.